Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance vision washer. The technician was informed that user facility personnel felt that the temperature within the washer was hotter than usual. The technician inspected the washer and found the unit's temperatures were within specifications and the unit was operating properly. No repairs were required; the unit was returned to service. The technician spoke with user facility personnel while onsite who confirmed that the employee was not wearing proper ppe, specifically gloves, while operating the reliance vision washer. The reliance vision washer operator manual states (pp 1-2): "inner surfaces of washer/disinfector are very hot after cycle is completed. Allow washer/disinfector to cool down before touching chamber. Always wear appropriate personnel protective equipment (ppe), including gloves as well as a face shield, and avoid all contact with inner walls when reaching into chamber.". The technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves, while operating the reliance vision washer. No additional issues have been reported.

Event description:
The user facility reported an employee obtained a burn while removing a loading rack from their reliance vision washer. Medical treatment was not sought.